Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and disabled ventilation. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the issue has been solved by reinstalling the software. The issue has been resolved and the device was delivered to the user in working condition. Review of attached device's logs confirmed occurrence of reported technical errors. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated (technical error indicating disabled valves). If the fault condition appears during startup, the corresponding startup error code (technical error indicating disabled ventilation) will be generated and ventilation cannot be started. The root cause to the reported issue has not been determined.